Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Polly cup 38+6r would not seat in epiphysis. Patient consequence? No. Action taken for procedure: opened another implant and it worked. Is the information being submitted for this complaint all the details that are known/available regarding this event? Yes.

Event description:
Additional information received the surgery time was extended 3-5 minutes. Affected side was right shoulder and there is no adverse symptoms were noted. The poly would not lock in to epiphysis and opened a new one. The delay was in the rep going to get another poly.

Manufacturer narrative:
Product complaint: (B)(4). Investigation summary: examination of the returned device confirms the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.